Event description:
Nurse noted that connection between needle and heparin carpuject was insecure and leaking fluid while injecting medication. Patient did not receive the full dose of medication. No injury noted to patient. Dose ordered - heparin 5000 units/0.5 ml, twice daily.